Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with iliac vessels that presented with mild calcification, the delivery catheter system (dcs) capsule broke during the second recapture. It was reported that the valve was previously recaptured due to the patient's native valve calcification inhibiting the transcatheter bioprosthetic valve from completely expanding. The entire system was recaptured and withdrawn from the patient. The valve remained inside the broken capsule. Of note, there was no resistance felt when loading the valve and no misload was identified during the fluoroscopy check. All components were replaced with a second system. Because the initial valve did not open completely due to calcified anatomy, the physician performed a pre-dilation prior to inserting and advancing the second valve. The second valve was loaded and successfully implanted. Of note, the patient's baseline mean gradient was 41 mmhg with a maximum velocity of 4.2. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle of the subject delivery catheter system (dcs) was intact. The device was received with the capsule partially opened. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The capsule could not be successfully retracted using either the deployment knob, or by using the trigger. Delamination was observed over the nitinol reinforcing frame around the capsule separation site. There was damage observed on the threading of the screw gear. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: procedural images were provided however, they did not capture the capsule separation. The subject delivery catheter system (dcs) was returned to medtronic for analysis. The device was received with the capsule partially opened. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. The capsule could not be successfully retracted using either the deployment knob, or by using the trigger. Delamination was observed over the nitinol reinforcing frame around the capsule separation site. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. A device history record (DHR) review performed on the dcs, there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut r valve, product ID: evolutr-29, serial# (B)(6), use by date: 2023-07-16, UDI (B)(4). Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Three cines and one still image were provided for review of the event. An angiogram of the right femoral with no apparent abnormalities. A valve load which appears to meet the description of ¿good load¿. There is, however, no indication if this is the first or second valve load. A valve implanted with capsule just before 80%. The valve appears to be fully functional with no apparent frame impingements. Valve appears to be implanted at about 5mm with evidence of parallax. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient¿s reported calcified anatomy after the first valve implant procedure occurred in preparation for the second valve. With the information available, the most likely cause of the frame expansion issue was patient anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with iliac vessels that presented with mild calcification, the delivery catheter system (dcs) capsule broke during the second recapture. It was reported that the valve was previously recaptured due to the patient's native valve calcification inhibiting the transcatheter bioprosthetic valve from completely expanding. The entire system was recaptured and withdrawn from the patient. The valve remained inside the broken capsule. Of note, there was no resistance felt when loading the valve and no misload was identified during the fluoroscopy check. All components were replaced with a second system. Because the initial valve did not open completely due to calcified anatomy, the physician performed a pre-dilation prior to inserting and advancing the second valve. The second valve was loaded and successfully implanted. Of note, the patient's baseline mean gradient was 41 mmhg with a maximum velocity of 4.2. No adverse patient effects were reported.